Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced a loss of therapy due to their ipg becoming inoperable. Reportedly, the patient stopped charging their ipg as recommended. In turn, the ipg was no longer able to connect with external devices. As a result, surgical intervention may be taken to address this issue.

Event description:
Follow up revealed that the patient underwent surgery to have their system explanted and replaced with a competitor's product. The date for the explant is unknown at this time.